Event description:
On (B)(4) 2013, the lay-user/reporter contacted lifescan (lfs) USA on behalf of the lay-user/patient, alleging an inaccurate reading of "185, 158, and 135 mg/dl" with the onetouch ultramini meter compared to feelings and her normal readings. The patient manages her diabetes with metformin oral medication. The reporter indicated that the inaccurate high issue began on (B)(6) 2013. Based on the reported issue, the patient took more food to manage her diabetes at the time of concern. Subsequently, the patient reported had symptoms described as "sweaty, shaky, and nervous" on (B)(6) 2013. She was tested on another meter, obtaining result of less than "70 mg/dl". At the time of concern, the patient administered self treatment with food/drink. During troubleshooting, the patient did not have any control solution to perform a quality test; however, there reportedly was a control solution result of "113 mg/dl" the patient obtained at one point during the event. The reporter indicated the results were inaccurately low but could not provide the acceptable control solution range. The control solution issue was not resolved with training. The lfs products were replaced and requested back for investigation. This complaint is being reported due to alleged inaccurate low control issue and because the patient had symptoms that can be suggestive of hypoglycemia after the alleged inaccurate issue began.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the test strip retains failed testing with a high bias at 300 mg/dl. In addition, the meter serial number was either invalid or unavailable for DHR review.

Manufacturer narrative:
The lfs product has not been returned to lifescan for evaluation. If the subject product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.